Event description:
It was reported that the patient had an inflatable penile prosthesis implanted. At the time of surgery, there was an intermittent problem with the functioning of the prosthesis in the filling mechanism the physician also found the problem in filling and requested the surgical review of the penile prosthesis.